Manufacturer narrative:
Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report. Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no issues were observed on the the returned sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal state). Performed a visual inspection on the sensor plug asembly and broken snap was observed. The returned sensor was further investigated and de-cased and no issues such as contamination or physical damage were observed. Reprogram/activated the returned sensor and sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and results were within specification. Performed visual inspection on the sensor plug and observed the broken snaps. Although, sim vivo passed, the broken snaps on the sensor plug causes improper seating of the plug in the mounts. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts; therefore, this issue is confirmed to broken snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after a day of applying the adc freestyle libre 2 sensor and was unable to test. No symptoms were experienced by customer, however a lab reading of 2.9 mmol/l was obtained and they received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after a day of applying the adc freestyle libre 2 sensor and was unable to test. No symptoms were experienced by customer, however a lab reading of 2.9 mmol/l was obtained and they received unspecified treatment. There was no report of death or permanent injury associated with this event.